Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no atrial output and high atrial lead impedance when programmed to the bipolar mode. Impedance measurements and capture resumed when programmed to unipolar.